Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. Review of the stored episodes showed inappropriate therapy deliveries caused by noise sensed by the device. The cause of the noise could not be determined. The device was tested on the bench and no anomalies were found.

Event description:
This report is to advise of an event observed during analysis.